Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the j1111 jumper was intermittent on the defibrillator control line. The cause of the failure is the intermittent jumper. The root cause of the intermittent jumper cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.